Event description:
A customer in the united states notified biomérieux that a field service engineer (fse) was exposed to waste fluid from the emag® system (ref. 418591) while performing a troubleshooting step. The fse reported that the system's peri-pump was running non-stop and not allowing the run to start. Therefore, he was troubleshooting the waste float tanks. The fse was removing the tank and pressed the quick release connection. The tubing located at the bottom of waste tank b flung towards him sending waste droplets near and possibly in his right eye. The fse was not wearing protective eyewear at the time of the incident. The emag® waste fluid does contain hazardous components as well as potentially containing biohazardous material. The fse performed 15 minutes of eye wash at the facility's eye wash station. He then went to an emergency room for treatment. The treatment he received in the emergency room was not specified. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Manufacturing site address corrected.

Event description:
A customer in the united states notified biomérieux that a field service engineer (fse) was exposed to waste fluid from the emag® system (ref. 418591) while performing a troubleshooting step. The fse reported that the system's peri-pump was running non-stop and not allowing the run to start. Therefore, he was troubleshooting the waste float tanks. The fse was removing the tank and pressed the quick release connection. The tubing located at the bottom of waste tank b flung towards him sending waste droplets near and possibly in his right eye. The fse was not wearing protective eyewear at the time of the incident. The emag® waste fluid does contain hazardous components as well as potentially containing biohazardous material. The fse performed 15 minutes of eye wash at the facility's eye wash station. He then went to an emergency room for treatment. The treatment he received in the emergency room was not specified. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a field service engineer (fse) in the united states reported liquid waste exposure in association with the nuclisens® easymag®. On (B)(6) 2017, during trouble-shooting, the fse removed tubing from the liquid waste subsystem in order to replace the vacuum tank. To do this, the fse accessed the hydrogroup (inside the system) and he stated that when the tubing was removed from the fitting, a droplet was expelled on his face. The fse performed a safety wash as recommended in case of contact with chemical products on the skin, and recorded the event in the hospital's incident log. The fse indicated there has been no indication of adverse impact to his state of health. Biomérieux investigation was conducted. Fse was troubleshooting the waste tank floats because the peristatic-pump was running non-stop and not allowing the run to start (see sap (B)(4)). He wanted to replace the vacuum tank according to service manual, part number 161150-758. Fse stated that when removing the tank and pressing the quick release connection, the connected tube must have been twisted or had some tension on it and it flung towards him throwing waste droplets near and possibly in his eye. Note: there is no direct access to these connectors, when the hydrogroup is installed on instrument. For this reason, as described in the service manual, reference (B)(4) rev. B, page 7-84, the hydro group has to be removed from the instrument and the waste tank must be unplugged before disconnecting the tubes (step 8). In order to disconnect the tube, the position of the service engineer is with his face very close to the tube itself, this is to correctly look at the disconnection activity and the correct removal of the tube. Investigation showed that fse did not wear protective glasses during the intervention on the instrument. During intervention on the system, it is remarked the importance of wearing protective glasses, as this a way to mitigate the risk in case of small liquid drops spillages, as reported in service manual (pages 1-6 and 1-8). Investigation at manufacturing level was performed to assess if the current easymag ref. (B)(4) manufacturing process assembling activities may lead to cases of exposure to waste fluid during fse intervention (see pr (B)(4)) it was concluded that: no change in materials and procedures are needed. Service manual reference (B)(4) rev. B describes how to correctly perform maintenance on such an hydraulic line. No further risk identified which needs to be included in system risk analysis, bmx.1.002084 - bmx product risk management file for easymag system. The investigation concluded that the issue was a result of failure to adhere to product safety warnings. The investigation confirmed that the service documentation is adequate with regards to hydrogroup and vacuum tank servicing.